Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the no power to keypad - replaced keypad. A review of the device history record for (B)(6) was performed from 11/27/2018 to 01/07/2021 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board . Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on. There was no patient involvement.